Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the problem reappeared.